Event description:
It was reported that cartridge alarm 20 occurred and customer saw blood glucose reading described as high, though exact value was unknown. Customer delivered correction bolus using pump, continued using current pump while prepared to use alternate insulin method if needed, and did not require help from any third party. Technical support confirmed consecutive cartridge alarms, arranged replacement pump under warranty.